Event description:
The customer reported to maquet poor video image quality coming from a surgical light system in operating room #11. The device was recently installed and the problems was detected on the first day of use. A maquet field service tech investigated and found that the spring arm was not correctly attached to the ceiling suspension and had slipped out of position. There was no pt involvement, as the issue was detected before the operating room went into service for the day. (B)(4).

Manufacturer narrative:
The maquet field service technician (fst) found the retaining clip (a.k.a. Circlip) that holds the spring arm to the main arm was not properly seated. This allowed the spring arm to slide down, creating a gap. This movement led to the opening of the video circuit resulting in the poor video image reported. The fst secured the spring arm to the main arm, properly seated the video connections and verified the unit was fit to service. As a precaution, maquet service dispatched a team to inspect the clips in all recently installed lights at this facility. The powerled series installation manual indicates that "the circlip should be fully seated in its groove and turn freely" maquet service is reviewing its installation process to ensure the installation requirements are fully understood to prevent recurrences. (B)(4). (B)(4) submits this report on behalf of the device mfg facility. Maquet (B)(4) provided product failure investigation, analysis and resolution for the device described in this report.